Event description:
In 2015 I had mentor silicone memory gel high profile implants put in. Since (B)(6) 2015 I¿ve had to have 4 revisions from capsular and during the last 2 years I¿ve had joint pain to the point I could no longer use my middle finger even to snap my fingers. Long periods exhausted for days. Felt many days like I was walking around in a fog. Migraines I¿d never had before. Four weeks ago I had horrible pain in my right breast, plastic surgeon treated with steroids and antibiotics no relief after 4 weeks. I decided the implants had to come out at least it was a start. Today I¿m 6 days post op. The fog has lifted, yesterday my middle finger that is not had use of for 2 years suddenly is fine, I can snap away. And my energy level is growing daily. Leaves me with the only conclusion the mentor implants were the problem. The FDA needs to take a long look at silicone implants again. So sad when this is the 2nd generation of silicone problems. FDA safety report ID # (B)(4).